Event description:
Additional information stated the patient did not have concerns with their device or therapy.

Event description:
It was reported, the patient was unable to adjust stimulation. The patient programmer displayed a power-on-reset (por) condition. No diagnostic identifier was provided. The por was cleared and the issue was resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient; product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger; product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension; product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension; product ID: 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
Additional information from the patient¿s physician stated the implantable neurostimulator (ins) experienced ¿battery depletion.¿ it was noted the patient did not require hospitalization due to the event and that they recovered without sequelae. It was further noted the patient was ¿getting good stimulation¿ and ¿was not having any issues recharging.¿ it was also stated the patient requested and received a new antenna.

Manufacturer narrative:
(B)(4).